Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented for a right ventricular lead revision after an increased in threshold and a decreased in r-waves was noted. A normal impedance was observed. Physician repositioned the right ventricular lead and normal threshold and r-waves were obtained. Patient was stable before and after the procedure.